Manufacturer narrative:
Concomitant medical device: dtba1d1 ICD implanted: (B)(6) 2015, 429688 lead implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. A revision was attempted, but the physician found it was easier to explant and replace and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.